Event description:
It was reported that during an unknown procedure, the device clips failed to stay in place once jaws released on applicator. Another like device was used to complete the procedure. No additional details provided. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. In addition, a bag with four malformed clips was returned along with the instrument. Upon cycling, the instrument was noted to be empty. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch history records were reviewed with no anomalies noted during the manufacturing process.